Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving multiple alarms on the insulin pump. The customer's blood glucose was 389 mg/dl. The customer had received the finish loading alarm. Troubleshooting was done. It was stated that the customer also received an unexpected restart alarm as well as external ram crc error alarms while changing the infusion set. Troubleshooting was done. It was stated that the customer was experiencing high blood glucose due to stress. Advised the insulin pump needed to be replaced. Advised the customer to monitor the insulin pump and continue to wear the insulin pump until the replacement insulin pump arrived. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self-test. No external ram crc error alarm during testing. The finish loading feature is working properly. The insulin pump alarmed unexpected restart after the battery was changed due to broken solder joint connector on interface board. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.